Manufacturer narrative:
Vyaire medical file identification: (B)(4). H10: a vyaire field service representative(fsr) evaluated the device onsite and found the peep (positive end-expiratory pressure) unstable.the diaphragm was replaced supplied by the customer and exh valve was characterized. The unstable peep was resolved. The fsr ran ovp (operational verification procedure) and the unit pased all tests and runs according to eom (original equipment manufacturer) specifications. Ncpap (nasal continuous positive airway pressure) mode was also tested and functionality of mode was confirmed. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that circuit disconnect alarm occurred on the avea ventilator. The customer reported there was no patient involvement associated with the reported event.